Event description:
It was reported by the customer's father that the customer had a button error alarm on the insulin pump. Customer was in the shower and when he came out, he had a button error. Customer's father stated that the issue may have been due to potential steam exposure from the shower. Customer's father stated that they are unable to remove the battery cap on their pump. Customer had a chip missing where the clip goes. Caller indicated that her son's old pump does not take the larger reservoirs and they were out of reservoir supplies. Reservoirs were added to the order. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to corroded keypad traces. Unit had a stripped battery cap at coin slot, broken belt clip slot, battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.